Manufacturer narrative:
Product history records were reviewed and the documentation indicated the product met release criteria. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided from follow up that the surgeon indicated, "I did not end up explanting the iol. I rotated the toric back into position." No further information has been provided at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the intraocular lens (iol) implant procedure, the patient is dissatisfied with his vision (monocular diplopia). Autorefraction od at post-op month 1 is +0.50 -2.00 x 56. The patient was interested in an iol exchange. The patient¿s toric iol is around 25 degrees off axis. Additional information received and physician stated that did not end up explanting the iol. Rotated the toric back into position.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).